Event description:
It was reported that pt (pt) was in the cath lab, where the intra-aortic balloon (iab) was prepped & super arrow-flex (saf) sheath was inserted into pt's right femoral artery. The clinician inserted the fiberoptix sensor (fos) & calibration key (black key). The bulb turned green on lcd screen & audible "beep sound" was noted. The md "battled with the iab insertion through the saf sheath & the iab got stuck at tip of this sheath. As a result, md pulled the iab back out of the saf sheath. The md advanced iab catheter through the polyurethane sheath without any difficulty. At this time, no fos signal was present & the clinician tried to map calibrate again using "fos map" however, there was no fos signal. The intra-aortic balloon pump (iap-0500, serial number (B)(4)) alarmed "fos - ll (low light), tl (temperature limit), eo (excessive offset)" after the iab was removed and inserted into the polyurethane sheath. Pt was moved to intensive care unit & still "no fos signal, i.e no arterial pressure visible." Arterial fluid transducer set up started for arterial line at this time, due to no fos arterial line. Pt was supported using the transducer & the "autopilot mode". There were no reported pt complications. The iab was removed from the pt on (B)(6) 2010. The delay in therapy was for the duration of removing the iab from sheath & replacing the sheath with new and reinserting the catheter through.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.